Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. It was also reported that the customer experienced an elevated blood glucose (bg) was "high" although specific value not provided. Customer addressed bg level via correction injection via manual dose injection.